Manufacturer narrative:
(B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were small clumps of a "powdery substance" distributed throughout the bd vacutainer® plastic fluoride/oxalate tube with grey bd hemogard¿ closure. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. During evaluation of the device history record for the incident lot for this activity, it was determined that the paper records had sustained water damage due to flooding in the area. Therefore, the record could not be adequately reviewed at the time of this evaluation. The record remains safely stored for accessibility and the manufacturing plant is evaluating potential actions to repair the damage. An initial investigation that was conducted by the plant indicates that there were no related quality notifications and that all process and final inspections comply with specification requirements. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that there were small clumps of a "powdery substance" distributed throughout the bd vacutainer® plastic fluoride/oxalate tube with grey bd hemogard¿ closure. There was no report of exposure, injury, or medical intervention.